Manufacturer narrative:
The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, implant date, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late.

Event description:
Patient reports right side capsular contracture, baker grade unknown, ¿accumulation of fluid around the implant¿, pain, swelling and ¿the right breast became bigger than the left.¿ device remains implanted.